Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was unable to be confirmed, and a specific cause for the obstruction could not conclusively be determined through this evaluation. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a/b3/b5/d4: the team was not able to provide specific patients or serial numbers. When asked if the individual cases had been reported, they were unsure and were unable to provide further information. No specific information was given regarding the number of eogo cases reported to abbott. It was requested that each eogo case be reported to abbott, however, no response was received. Section b5: additional eogo cases are reported under MFR #'s 2916596-2023-02510 and 2916596-2023-07592. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was concern regarding extrinsic outflow graft obstruction (eogo). A physician asked if the bend relief was going to be modified and claimed that their team felt they had seen a fair number of patients with eogo, which required interventions such as stenting and occasionally surgical intervention.